Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms while connected to the mobile power unit (mpu), serial number unknown, was confirmed via analysis of the submitted log file. The log file contained events from 17oct2025 through 22oct2025. On 18oct2025, power cable disconnect, low voltage hazard, and no external power alarms while connected to the mpu were captured. The alarms were due to the relative state of charge (rsoc) and bus voltage on both power cables decreasing below the alarm thresholds. The alarms resolved once external power to the mpu was restored. This is consistent with a loss of power to the system. The system controller backup battery supported the system during the losses of external power without any issues. The no external power event did not impact the system controller¿s ability to support the pump. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The mpu was not returned for analysis. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including no external power alarms. The "patient care management" section of the IFU instructs the patient to keep a flashlight, fully-charged batteries, and battery clips within reach to be prepared for a power outage. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the IFU and patient handbook can be found on the eifu page of the abbott website. Device history records could not be reviewed due to the serial number of the heartmate mobile power unit (mpu) not being reported. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient's log files were submitted for review. The event log files captured controller internal faults (f22, f23), power cabble disconnect, low power hazard while connected to the mobile power unit (mpu) on (B)(6) 2025 from 10:50:19 to 10:50:56. There was no pump interruptions during these events as controller's emergency backup battery (ebb) functioned as intended. The alarms resolved when the mpu regained power. Based on the data visible in the log files, the mechanical circulatory support (mcs) equipment was operating as intended electronically and mechanically.